Event description:
The facility stated that the surgeon attempted to implant a aq2003v 3 piece silicone lens. The lens tore prior to insertion into the eye. No patient contact. It was unknown what caused the lens to tear. The injector model that was used was a msi-tm and the cartridge model that was used was a st-45s. The facility was unable to provide the injector and cartridge lot numbers.